Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was in the hospital for an unrelated reason and a device check was performed. This pacemaker exhibited a change in impedances and oversensed noise on the right ventricular (rv) channel which resulted in pacing inhibition greater than 2 seconds. The pace impedances on the rv lead had started around 500 ohms, but then decreased to below 200 ohms in november, rose back to 300 ohms, then spiked below 200 ohms again in december. Troubleshooting was performed and the device was reprogrammed. However, the physician then elected to remove and replace this system with a competitors. No additional adverse patient effects were reported.